Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between january 21-22, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor containing fluorouracil leaked from the flow regulator (multirate control module - 5,7,12 ml/h). The issue was noticed during the quality control process. Six (6) vials of fluorouracil and a new device were requested to carry out the preparation. There was no patient involvement. No additional information is available.